Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received on ad 09 oct 2020 were reviewed on ad 22 oct 2020 by a clinician to identify patient harms/product issues. Patient received a left primary attune to treat tricompartmental osteoarthritis. Intraoperatively, the surgeon notes there was extensive natural bone degeneration of the tibial and femur. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loose at the cement to implant interface and revised. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a depuy revision system utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2012. Dor: (B)(6) 2019; left knee.